Event description:
Regulatory compliance dept was made aware of an article in (B)(6) (couple seeks damages after surgery (B)(6) 2009) that details an adverse outcome to a case involving depuy spine's aegis sys. The article states that the implant was placed in a pt. Three days later the pt took a shower unattended heard a pop and had severe pain that was later traced to a fractured tail bone. It is not known at this time how or if the aegis device failed however as an ae was reported we are taking a conservative stand and documenting this on medwatch.